Event description:
The customer reported to olympus, the video system center does not recognize endoscopes and the message: incompatible endoscopes, appeared on the screen. The issue was found during preparation for use of a diagnostic colonoscopy. There was no delay, the procedure was completed with a similar device, and there were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d4 (the model number and serial number listed on the initial report were incorrect and were inadvertently omitted from the previous follow-up report)

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a few non-reportable phenomena such as broken front panel supports, a lack of some screws on the outside, and a lot of internal dirt were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the socket connector pins being in poor condition. Olympus will continue to monitor field performance for this device.